Event description:
At 9:00 am during the pt bath, nurse observed that the tracheostomy tube was filtrating air. The tube was broken, but in place. The tracheostomy tube was separated in the wins connection. The pt saturation went down at 70%. She was intubated for the anesthesist and stabilized the saturation at 98%. Because the pt condition was compromised before the incident, the surgeon can't replace the tracheostomy tube until (B)(6) 2004.